Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that when they powered the device on for a shift check they got a system failure/cycle power message with an associated error code. No pt involvement.